Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. The patient has hypoglycemia unawareness. On (B)(6) 2025, the cgm showed 225 mg/dl while his bg was 147 mg/dl. The patient calibrated the cgm and still experienced discrepancies in values. The patient sat down and planned to pick up their grandson later, but did not feel unwell and eventually passed out. Their daughter, unable to wake them, had to call paramedics. When the paramedics arrived, they found the patient foaming at the mouth and administered an IV with sugar water. After treatment, the paramedics took her bg reading and it was 145 mg/dl. The patient could not recall the cgm reading at that time. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 3/19/2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the b zone of the parkes error grid prior to calibration. There were no reported glucose values available to search within the parkes error grid calculator when the patient did not feel unwell and eventually passed out. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after treatment by paramedics. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.